Event description:
It was reported that the customer had a battery that went off. Customer stated that she tried 3 new batteries and the pump will not turn on. Customer was advised to remove the battery from the pump. Customer had a blank display on the insulin pump. Customer was advised to insert a new aaa alkaline battery. Customer stated that the display did return. Customer was assisted in performing a self test. Customer was advised to monitor the pump. Customer will be shipped a replacement battery cap as a courtesy. Customer was assisted in changing the basal rate. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.